Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. H3 other text : device not returned.

Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. There was no reported adverse impact to the customer's blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.